Event description:
According to the information received, upon release from the delivery cable, the device embolized into the left atrium, then ventricle and to the aorta. The device was successfully snared and removed. A 35mm amplatzer multi-fenestrated septal occluder- "cribriform" was then implanted successfully. No additional information has been received by aga medical.

Manufacturer narrative:
Upon receipt of the amplatzer multi-fenestrated septal occluder - "cribriform", the device was returned in the original configuration, was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the cause of the embolization could not be determined with the information received. Should the imaging become available at a later date, then a supplemental report will be filed.